Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) old japanese female patient had impella 2.5 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that hemolysis was confirmed via pfhg levels. The physician attempted to adjust the pumps position via echo; however, was unsuccessful. Volume, but the patient had polycythemia, water escaped to the third space and lungs, and respiratory status deteriorated as pulmonary edema. During the evening, the impella device was explanted and the patient was converted to aibp.